Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading. A procedural delay occurred as a result of the infold. Per the physician, the patient had an aortic valve with strong calcification that contributed to the infold.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 8 millimeter (mm) on the non-coronary cusp in the cusp overlap view. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. There is evidence that the valve was recaptured and during the subsequent deployment attempt, an infold occurred. The valve appeared to have been recaptured and redeployed with worsening of the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Furthermore, recapturing an infolded valve will not resolve the infold. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that the infolded valve was not implanted and was removed from the patient. Fluoroscopic valve load inspection of the new valve was performed and confirmed a good load. The new valve was implanted successfully without any further issues with infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012399258); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012358657); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut valve, a patient with a severely calcified aortic valve, a predilatation using a 25mm non-medtronic-balloon was performed, followed by the insertion of the valve. Upon release, an infold was observed, leading to the recapture and removal of the complete valve system from the patient. A new valve was subsequently loaded and implanted according to best practices, achieving good results. No patient complications have been reported as a result of this event.